Manufacturer narrative:
The associated complaint device was returned for evaluation. Based on the limited clinical information provided, the patient impact cannot be fully assessed as it remains unknown if (and/or where) the fragment/foreign body remains in the patient. No further medical assessment can be rendered at this time. Examination of the impactor tip fracture surface showed that the failure was likely caused by an overload fracture. This can occur when the stresses placed on the impactor tips exceed the yield strength of the material. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported while surgeon was broaching with a 28 mm long tibial cone broach, the handle broke and became detached from the broach. One piece of the broken handle was retained. The other small fragment is believed to be in the patient's intramedullary tibial canal.